Manufacturer narrative:
Evaluation summary: review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. The analysis of the pump found that the red wire, which connects to the piezo alarm was broken and the alarm did not function. This malfunction does not affect the proper performance of the pump in delivering insulin as programmed.

Event description:
User reports that pump is no longer making sounds for bolus, battery insertion, warnings/alarms etc. Pump to be returned for evaluation.